Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead dislodged a second time. The lead was repositioned again and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post-operatively. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.